Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The moderately stenosed target lesion was located in a mildly tortuous and moderately calcified left anterior descending artery. A 10mmx2.25mm wolverine coronary cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured at 10atm. The device was simply removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient was good post procedure.